Event description:
Dr states that his pt had purchased freshlook contact lenses without a prescription at a "department store." Pt suffered an infectious ulcer that penetrated the bowman's membrane. It was not "central." Pt had worn lenses for two days, then "peeled" them off the eye, which is when injury occurred.